Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia with blood glucose readings in the low 40s while using the insulin pump, treated with oral glucose tablets and juice, after which glucose rose to target; the user expressed frustration with the pump and inquired about an infusion set. Symptoms included hypoglycemia, malaise, and muscle weakness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.